Event description:
Info received indicates the nurse call function is not working from the bed due to bent pins on the communication cable.

Manufacturer narrative:
The technician repaired the bent pins to repair the bed.